Event description:
It was reported that the patient was experiencing pain and tightness at the upper neck lead incision site. The patient underwent a revision procedure wherein the lead was cut and remained plugged into the port a of the new ipg which relocated at the right abdomen. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700 model: sc-2366-70, serial: (B)(4), batch: 2000009289/2000009290/2000009287/7072524/7072525/7072704.